Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per the complaint email: patient with hepatocholedochal stenosis with indication for placement of a metal stent. The stent available at the time of the procedure was defective: the stent did not deploy from the introducer. No information on patient outcome.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-jul-2025. Answers received 20may2025 1. In the description the customer says the stent is defective, does that means the stent could not deploy or was there another issue. Cannot be deployed. 2. What endoscope type and channel size was used? Duodenoscope 3.2 mm. 3. What was the position of the elevator? N/a, open, closed open. 4. Details of the wire guide used (diameter, type, make)? Mett cook wire -35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. No. 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no yes. 7. Please advise the anatomical location of the intended target site. Biliary tract. 8. How long was the stent in the patient by the time this complaint occurred? 10 to 15 minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no (if yes, how often was this completed?) No. 10. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 11. What intervention (if any) was required? Used another stent. 12. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same day, same procedure. 13. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) There were no other defects. 14. Was the product inspected for kinks or damage before use? N/a, yes, no yes. 15. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No. 16. Was the directional button pressed during use? N/a, yes, no yes. 17. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no. 18. Was the yellow marker kept in view during deployment? N/a, yes, no yes. 19. Please confirm that the defective product rpn is evo-pc-10-11-6-b. Yes.

Manufacturer narrative:
Device evaluation the evo-pc-10-11-6-b device of lot number cf2124147 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2124147 a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4). The root cause for this complaint was as follows ¿a possible root cause could be attributed to device handling or difficult patient anatomy. It is possible that during deployment a tortuous path may have caused a build-up of pressure which may have led to difficulty removing the safety wire, as a result the stent could not be deployed. It is also possible that the user was unable to remove the safety wire due to a kink in the introducer which may have occurred during device prep or during advancement of the device to the target location. As a result of the safety wire being unable to be removed, the stent could not be deployed. It is also possible that the safety wire broke during it's removal and remained attached to the stent, preventing deployment of the stent.¿ based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2124147. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. With the information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure likely causing introducer to compress and/or kink and leading to the stent deployment difficulties. Additionally, a possible root cause could be attributed the device becoming damaged or kinked during preparation and/or insertion into the scope. From additional information provided, the product was inspected for kinks or damage before use. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-pc-10-11-6-b device of lot number cf2124147 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint is confirmed based on customer and/or rep testimony.